Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead had no capture and high impedance. There was difficulty retracting the screw and the lead had to be pulled on to remove. The rv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. (B)(4).